Event description:
Rn stated curlin pump was alarming with air occlusion down line occlusion m changed tubing and pump continued to alarm. Pt did receive entire infusion rn does not have lot #'s and expiration date or serial numbers. Pt's mother did not indicate if manufacturer can contact re pump malfunction. A new pump is being sent to the pt. Dose or amount: 1600 units. Frequency: every 2 weeks. Route: IV. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: e75.22 gaucher disease.